Event description:
As reported by the edwards field clinical specialist (fcs) during a transapical transcatheter aortic valve replacement (tavr) procedure, the 26mm sapien valve was implanted too low (70:30 ventricular) at one end resulting in an increase of paravalvular leak. A second valve was implanted a millimeter or two higher than the first valve. Per report, post tavr the patient was in stable condition. Per the physician, it appears that the first valve, while in a 50:50 position may have been below one of the cusp tips that was heavily calcified and that the leaflet pushed the stent frame ventricular compared to the other side. During the case a discussion took place regarding assessing the valve position with echo to match the tip leaflets with the stent frame. However, the patient was not tolerating the stent across the native valve hemodynamically and the team was pressed to deploy the valve quickly. During the procedure, there was no loss of pacing capture and ventilation was held during valve deployment. The image intensifier angle and coaxial alignment of the delivery system and the valve within the native annulus were described as good. The degree of calcification at the native valve/leaflet was described as severe and there was no aortic root or mitral valve annular calcification. Ventricular septal hypertrophy was not present and the patient's ejection fraction was reported as 50-60 percent.

Manufacturer narrative:
Per the device's instructions for use (IFU), complications associated with aortic valve replacement and bioprosthetic heart valves include but are not limited to device malposition and paravalvular leak. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium. Some pvl is expected post deployment. Many cases are mild to moderate (<3+), and either resolve over time or do not cause symptoms. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, a combination of patient and procedural factors likely caused or contributed to the event. Per report, the patient had heavily calcified native valve/leaflets. During deployment the calcified leaflets pushed the valve stent frame unevenly to a more ventricular position on one side of the valve resulting in a final canted and too ventricular position. There was no report of valve dysfunction. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Manufacturer narrative:
Additional information was received through the edwards implant patient registry clarifying which valve was implanted in the patient first.

Manufacturer narrative:
For this case, there were two sapien valve serial numbers received for the implanted valves (serial number (B)(4)). However, at this point in time the medical facility is unable to confirm which valve was implanted first (complaint device).